Event description:
A customer reported to carefusion that a patient safety notification was issued at their facility concerning a cardio-vascular patient. The nurse and physician were both present during the event. The patient was placed on a venti mask (manufacturer and part number of mask were not known). This mask was connected to a carefusion nebulizer bottle, part# 002002-a. After being connected, the patient's oxygen level continued to drop. To investigate, the nurse unscrewed the bottle from the oxygen flow adapter. It was determined the oxygen flow adapter was delivering high flow oxygen adequately. They then suspect the bottle was not emitting humidified oxygen to the patient. To resolve, they retrieved a second bottle which also did not permit the flow of oxygen, per the customer. A third bottle was obtained which functioned properly. However, at this point the patient had decompensated to the point he needed to be placed on bipap. On bipap, the patient's saturation level improved. The patient remained on bipap at the time of this report. The nurse retrieved the 2 defective bottles and provided them to their materials department. Unfortunately the packaging had already been discarded and the lot number was not available. The customer shipped 5 bottles to carefusion for return evaluation, which contradicts the 2 bottles indicated in this report. Additional follow up questions have been submitted to the customer to understand the issue with the additional 3 bottles shipped. No further information has been received at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: since the lot number was not available, a device history record could not be obtained. Five returned samples were received and evaluated. The samples were functionally tested and the bottles were found to allow air to flow through. No occlusions were identified and the defect reported could not be confirmed. Tests performed exhibited that the parts are functional. At this moment, there is no defined action plan since the defect was not confirmed on received samples.

Manufacturer narrative:
(B)(4): upon completion of the investigation, a follow up report will be sent to the FDA.